Event description:
It was reported that during a colocolectomy procedure, only part of the tissue was cut, and some of the staples were malformed. The procedure was completed by hand-suturing. There was no patient consequence.